Event description:
The evening shift nurse walked by the room and saw patient ambulating unassisted. The patient's bed alarm did not go off. The patient was confused but was reoriented easily without issue. The patient urinated on the floor, and believes she got out of bed to use the bathroom. The bed alarm box responds when pressing buttons and when plugging black bed alarm cord in, but doesn't alarm when pressing on and off alarm pad. A new pad was opened and plugged in with the same result.